Event description:
Reporter indicated that the pt underwent ncp system explanted due to difficulty breahing. It was reported that the device stimulation was making it hard for the pt to breathe and that the device was programmed to off a couple of months prior to the explant surgery.